Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided picture identified that a spike has broken away from the body of the device. Complaint is confirmed from the provided picture. As the device was not returned, further evaluation of the device could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Canada. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one of the two spikes has fractured on the guide. No debris fell nor was left in patient. There is no additional information available.